Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer states when he screws in the battery cap it just keeps twisting, customer states last time he changed his battery the display went blank. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with broken battery cap, minor scratched display window, broken battery tube threads, cracked reservoir tube lip and missing end cap sticker. The test battery cap fit properly with battery tube threads.